Event description:
A male underwent initial aaa repair in 2003. The pt was very aneurismal on the right and the proximal common was narrow. The physician placed one main body, one iliac leg graft on the left and two iliac leg grafts as well as one leg extension graft on the right. Over time, the pt's vessel continued to be aneurismal, so the physician coil embolized the hypogastric, and then used two more iliac leg grafts to extend past the hypogastric and seal it.

Manufacturer narrative:
Evaluation: still under investigation.